Manufacturer narrative:
H6; code 100: dry fired. Visual inspections and results: articulation: yes. Precock functional: yes. Rotation: yes. Staples count: 4. Swivel: yes. Functional tests and results: cycled the instrument: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that there was reported "difficulty in firing the device and removing from mesh/tissue" during surgery may have been due to a dry fire where the staple was not securely attached to the tissue, causing the staple to retract, and jam in the nose. The instrument was received with a formed staple jammed in the cartridge nose. The formed staple was removed from the cartridge nose and the instrument was cycled, fired, and properly formed the remaining 4 staples without incident. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.

Event description:
The device was used during a laparoscopic bilateral hernia repair procedure. It was reported by the affiliate that the surgeon experienced difficulty in firing the device and removing from mesh/tissue. Upon final check before removing trocar and closing, a component from the device was identified inside the pt. The component was removed. The pt was a male. He had a previous hernia repair procedure. He was reported to be in excellent pre-opertive condition.